Event description:
It was reported the tna devices did not work. The doctor opened another pack and finished the surgery with no problem. There were no patient consequences. First of one event; see 3007069406-2012-00399.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for evaluation. Review of the lot history was not possible since the lot number was unknown.